Manufacturer narrative:
The insulin pump was received with flashing white lcd display anomaly due to cracked on lcd controller. Analysis was unable to performed displacement, rewind, seating and basic occlusion due to flashing white lcd display. The insulin pump had scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The insulin pump was returned for analysis.